Manufacturer narrative:
(B)(4) method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. The thickness of the base was also measured. Results: visual inspection revealed cracks at the hinge bracket area. The cracks did not have stress marks. There were no signs of residue, flow marks or smeared printing on the chamber dome. It was also observed that the base could not be rotated around the chamber dome. Its thickness was also found to be out of specification. A lot check revealed no other complaints of this nature for lot number 141022. Conclusion: we were unable to determine what had caused the reported cracking. The most common causes of cracking in mr290 chambers are environmental stress cracking caused by the use of harsh cleaning chemicals, or stresses induced by use of high frequency ventilators. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The crack on the chamber dome occurred after five days of use suggests that it was initially functioning correctly. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a crack was found on the dome of an mr290v vented autofeed humidification chamber after 5 days of use. No patient consequence was reported as a result of this incident.